Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1130 mg/dl and 900 mg/dl. The customer stated that the insulin pump was not working correctly. The customer was treated with insulin drip and manual injection. The customer also stated that they did allege insulin pump was under delivering. The insulin pump will be and reservoir will not be returned for analysis.